Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The product is inspected using a 12x magnification. It can be seen that there are a lot of scratches on the surface and the edge is damaged. There is also a part of the optic edge missing. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter intraocular lens (iol) was inserted and removed from left eye (os) during the same surgical procedure because the lens did not fit well, the patient''s capsular bag tore, and a vitrectomy was performed. The replacement lens was a three piece lens, in which the model and serial number were not provided. No additional information was provided.